Event description:
The patient had been maintaining an augmentation level above 90, which was the target. Consequently, levophed was being titrated down. At 11:15 am, during the q15-minute checks, the augmentation was recorded at 133. Suddenly, a low augmentation alarm activated, and the augmentation dropped to 83. Levophed was increased accordingly at 11:16 am. At 11:17 am, the low augmentation alarm sounded again, and this time the augmentation dropped further to 76. Levophed was increased again. Shortly after, the iabp alarm changed from "low augmentation" to "air leak in line." All connections were inspected and found to be secure. Blood was then observed in the iabp tubing, prompting the device to be immediately placed on standby. The intensivist and interventional cardiologist were notified and arrived promptly at the bedside. The interventional cardiologist discontinued the iabp, and blood was noted inside the balloon.